Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported the starter holes of the wafers were off center on five wafers. Per the information provided, it was stated "by the time he puts the stoma paste and powder on the wafer, the outer edge is not equal. It could vary from 3/8 " to 1/4", pouches have a miss cut". No harm was reported and no photos were provided.